Event description:
The pt initially experienced "autoinflation" now "the device will not function at all".

Manufacturer narrative:
According to the rec'd info, this penile prosthesis was implanted on 3/11/92. On 9/5/96 a rec'd complaint from a pt rep stated, "[the pt] initially experienced auto-inflation of the device. However, now the device will not function at all." At this time, there have been no reports that a serious injury, med intervention, or surgical intervention has occurred or is pending. The pt rep has not provided a means of continuing our investigation at this time. In addition, to date, this complaint has not been confirmed to the MFR by a med professional. Without info from a med professional or an explanted device, qa is precluded from commenting on this occurrence. Should add'l info become available, the file will be re-opened and re-evaluated, according to procedures.